Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet, with device logs showing repeated occlusion alarms that were not addressed promptly and glucose reaching approximately 400 until the user changed infusion supplies, after which glucose stabilized; the user speculated insulin quality as a contributing factor but could not confirm. Symptoms included feeling okay without physical complaints. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of device engineering logs and troubleshooting and education provided to the user. Investigation of this case revealed occlusion-related infusion set delivery interruption that resolved after supply change, consistent with an infusion set or flow-path obstruction. It was concluded, based on previously established findings for similar reports, that the cause was probable use-related factors and transient flow obstruction in the infusion set.